Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor memorygel breast implant 350cc gel breast prosthesis, catalog #3503501bc, serial (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 350cc gel breast prosthesis that ruptured after implantation. Rupture of the left breast prosthesis was confirmed by both ultrasound and by a physician¿s examination. In addition, the patient is feeling pain and discomfort in her left breast. As a result, the patient will undergo explantation on (B)(6) 2019.

Manufacturer narrative:
On 03/27/2019, mentor received additional information about the event. Both the patient¿s left and right breast prostheses ruptured. A separate medwatch report will be submitted for the right breast prosthesis rupture. On 04/15/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/15/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported the patient experienced a rupture and pain in the breast implant. During analysis of the sample some creases were observed in the anterior and posterior view, also an area of shell abrasion was observed in the posterior view. Three (3) tears were discovered. The tear a was found within crease in the anterior view, the tear b was noted within shell abrasion in the posterior and extending to the anterior view and the tear c was found only in the posterior view within crease, measuring approximately 3.5 cm, 3.3 cm and 6.0 cm respectively. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. These kinds of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. The reported complaint was confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03/27/2019, mentor received additional information about the event: it was reported that the explanted device was too damaged to return to mentor. The patient had both breast prostheses removed and they were replaced with a mentor memorygel breast implant 225cc gel breast prosthesis and a memorygel breast implant 200cc gel breast prosthesis. Manufacturer¿s reference number:(B)(4).